Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that "during use the needle hub cracked."

Event description:
It was reported that "during use the needle hub cracked."

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for evaluation. Visual and microscopic examination of the needle revealed a large crack in the introducer needle hub. The needle hub was functionally tested by attaching a lab inventory syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel and the cracks in the needle hub. A device history record review was performed with no relevant findings. The reported complaint that the introducer needle was cracked was confirmed by complaint investigation. The returned introducer needle hub contained multiple cracks. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA (corrective action not yet implemented). The CAPA failure investigation indicates that the probable cause is design related.